Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s system wasn¿t working from day one. The patient stated they had to wear 2 pads and wanted to get the device removed. The patient also stated the ins wasn¿t working and that they would soak themselves at night when they would go to bed. They noted they kept a pad and a towel but they wake up with no control and they wet on themselves. The patient was redirected to follow-up with their healthcare physician (hcp) to discuss device removal. No further complications were reported/anticipated.